Manufacturer narrative:
The insulin pump was received with severely cracked and bleeding lcd glass; unable to perform the functional test including the currents test, self test, a21 error test, displacement, rewind, basic occlusion, occlusion, prime and no delivery tests due to the lcd glass anomaly. No moisture damage was found inside the insulin pump. The insulin pump had cracked battery tube threads, broken reservoir tube lip and minor scratched display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump was dropped into a puddle of water. As a result, it was reported that display screen was blue. Customer's blood glucose levels were not provided. Customer was not able to troubleshoot.